Event description:
The customer reported that during an ladg, oozing occurred. The surgeon was working on the omentum majus. The oozing occurred a few minutes after sealing was completed.

Manufacturer narrative:
(B) (4). (B) (4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Covidien service in (B) (4) has evaluated the forctriad and it has been checked out as being in specification. We have communicated with our covidien representatives in (B) (4) and requested they meet with the surgeon regarding safe and effective use of vessel sealing technology.